Event description:
It was reported that during the final tightening phase of the surgery, the surgeon noticed that the tip of the final tightener broke while he was locking down a screw.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.